Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) with remaining longevity of less than three months. Boston scientific technical services (ts) reviewed and explained that this is normal battery depletion due to patient in chronic atrial flutter with high rate right atrial (ra) sensing always occurring. No adverse patient effects were reported. Additional information received indicated that the device was explanted due to product performance issue and early battery depletion. This device was explanted and replaced. No additional adverse patient effects were reported.